Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of lead noise were observed. No other information provided. There were no reports of any symptoms. Patient to be monitored during next routine check.